Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation of overheating of the device, and the device emitted a burning electrical smell and sparked. Smoke was observed in the inlet/outlet where the water chamber is located. There was no allegation of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.